Event description:
The affiliate reported: (B)(4). The valve was implanted on (B)(6), 2014 for idroma. Following several tentatives of reprogramming, the valve locked out and thus, no changing about pressure values was allowed. The valve has been explanted on th (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.